Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of a video provided by the customer was completed. The video shows the surgeon clipping the cystic duct and artery with the clip applier, the clips are applied as expected. The surgeon then divides the cystic artery with a monopolar hook which causes the clip to fly off and land on surrounding tissue. There is no bleeding observed after the clip comes off. The clip is retrieved, the surgeon does further dissection, and another clip can be seen placed. The procedure proceeds normally and is completed by the end of the video. The root cause of the issue observed in the video is likely due to the improper application or insufficient securing of the clip on the cystic artery, which resulted in the clip becoming dislodged when the monopolar hook was used to divide the artery. This suggests that the clip may not have been adequately fastened or the tissue may have been under tension, causing the clip to fly off when the artery was cut.

Event description:
A social media post reported that a patient experienced postoperative bleeding following a da vinci-assisted cholecystectomy, which necessitated a return to the operating room (or), blood transfusion, and hospitalization. During the initial procedure, a clip detached from the cystic artery, requiring additional clips to be placed. The dislodged clip was retrieved during the same operation, resulting in a delay of less than 15 minutes. The procedure was otherwise completed as planned, and the patient was discharged home. Later that evening, the patient lost consciousness and was brought to the emergency room (ER), where low hemoglobin and hematocrit levels were noted. The surgeon subsequently returned the patient to the or for evacuation of blood clots and the source of bleeding was identified to be the cystic artery. Hemostasis was achieved by laparoscopically placing a ligaclip. The patient received 7 units of blood, required intensive care monitoring, and was discharged three days after surgery. At outpatient follow-up, no further complications were observed. The surgeon confirmed that this was a one-off event, with no device malfunction, and that the clip size was appropriate for the target tissue.